Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shuts down and displays an error message in the event viewer for "mcafee solidifier prevented execution of 'c:\windows\system32\drivers\memorydumper.sys' by process system", then the cns reboots itself and patient monitoring is restored. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shuts down and displays an error message in the event viewer for "mcafee solidifier prevented execution of 'c:\windows\system32\drivers\memorydumper.sys' by process system", then the cns reboots itself and patient monitoring is restored. No patient harm was reported.

Event description:
Investigation summary: the biomedical engineer (bme) reported that the central nurse's station (cns) was shutting down and displaying a windows antivirus error message in the event viewer. The cns would then reboot itself, resuming patient monitoring. They stated that this had occurred before. Investigation summary: as the reported device was not returned for evaluation, the issue of spontaneous reboot could not be confirmed or duplicated. A root cause cannot be determined. Based on the information made available, the reboot was likely related to an antivirus installed on the system. A serial number review reveals a second occurrence of rebooting that was caused by defective hard drives and is unlikely related to this event as different error messages appeared. The antivirus was likely blocking access to the cns software which caused it to reboot. The user believed that it may have been installed by someone in their facility. No further issues were reported. It is likely that the user was able to remove the antivirus software or make exclusions for the cns software in the antivirus. The reported issue could not be confirmed to be related to an nk device deficiency and the customer did not report further issues after the initial troubleshooting.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shuts down and displays an error message in the event viewer for "mcafee solidifier prevented execution of 'c:\windows\system32\drivers\memorydumper.sys' by process system", then the cns reboots itself and patient monitoring is restored. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.